Event description:
It was reported by a customer on (B)(6) 2011, the fiber shattered outside of the pt upon inserting the fiber in the fiber port at 0 joules. Also, it was reported that the procedure was completed with turp. No pt injury was reported.